Manufacturer narrative:
Per good faith effort response, it was confirmed that the back thumbwheel was bent with no screws damaged. The thumbwheels and grey foot kit were replaced to resolve the reported issue and was put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 requesting parts ID for the thumbwheels and grey foot kit. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the parts are reported to be damaged or missing. The rse provided the customer with the requested part numbers for the bottom foot kit and universal stand thumbwheels.